Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller successfully completed the necessary steps to resolve the issue with guidance from technical support, including loading a new cartridge and resuming insulin delivery.